Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the mechanical deformation of a part inside the sensor. According to the technical support, most likely caused by exposure to too high temperature during transportation. Sensor serial number is inside the affected serial number range. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 ventilator alarmed calibration o2 sensor and they were not able to adjust the fio2 (fraction of inspired oxygen n) from 40% to 100%. The issue happened during patient use and needed to be placed on an nrb (non-rebreather) until he stabilized, eventually was placed back on the ventilator. At this time, there is no information regarding patient harm associated with the reported event.